Event description:
A report was received that the patient's ipg will be relocated for an unknown reason.

Event description:
A report was received that the patient's ipg will be relocated for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having discomfort at the ipg site. The patient underwent a revision wherein the ipg was relocated and replaced per patient and physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
.